Event description:
It was reported that difficulty was encountered trying to insert the iab. The physician indicated that the balloon appeared to be slightly unwrapped prior to use. The iab was removed and replaced without any patient complications.